Event description:
Prostheses revised due to pain. Restricted range of motion and radiological signs of loosening. Metalosis observed in adjacent soft tissue and signs of third body wear on all components.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.